Event description:
It was reported that the bipolar cup dissociated from the constrained liner as the pt was taken through range of motion during the procedure. There was no adverse consequence for the pt.